Event description:
It was reported that the patient's blood glucose (bg) level was "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 4 and 24 hours. Upon realization of high bgs, the pod was removed from the infusion site and the patient's mother reported being unsure if the cannula was properly seated in the infusion site. As treatment a new pod was applied and the patient's bgs were back to normal.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the needle mechanism were observed that could have contributed to the reported improper insertion of the cannula. The hard cannula was observed to be inadequate. The cause of the inadequate hard cannula could not be determined. The exposed portion of the soft cannula was observed to be damaged. Despite this damage, fluid was able to pass through the complete fluid path. The timing and cause of this damage is unknown. No damages to the environmental seal or bottom housing were observed. The exact cause of the reported improper insertion of the cannula could not be determined. The adhesive welds were observed to be misaligned. The cause of the incorrectly installed adhesive pad could not be determined.